Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including thromboembolic cerebral vascular accident in patients with atrial fibrillation. Some of the complications reported were residual shunt and pericardial effusion these complications were anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. Attachment: article titled "po-05-140 left atrial appendage occlusion experience at an academic medical center: 2011 ¿ 2022".

Event description:
The article, ¿po-05-140 left atrial appendage occlusion experience at an academic medical center: 2011 ¿ 2022¿, was reviewed. The article presented a retrospective, single-center experience of left atrial appendage (laa) occlusion devices over a 10-year period from a single academic medical center. Devices included in this study were lariat, watchman legacy/flx, and amulet. The article concluded the evolution of laa-occlusion device technology and procedural experience has resulted in excellent laa occlusion success rates, low incidence of para-device leak, and reduced complications. For flx devices, sizes 31 and 35 exhibited the lowest rate of leak .4 mm. In their cohort, patients with laa-o who came off of anticoagulation (ac) and had a low incidence of post procedure cerebrovascular accident/transient ischemic attack (cva/tia) that was not related to para-device leak, though continued ac in patients with greater leak may have influenced these findings. Combined ablation procedures exhibited a higher complication rate, though the absolute numbers were small and not statistically significant. Three-year mortality rates are low suggesting that patients eligible for the implants are likely to experience long term benefit. [The primary author was alexander kushnir, nyu langone hospitals, 550 1st avenue new york, ny 10016-6402 united states] the time frame of the study was from 2011 to 2022. A total of 754 cases were reported, of which 65 were abbott devices. No patient information was reported included average age, average gender, and comorbidities. There were no peri-procedural complications. Post-procedural complications included residual shunt, pericardial effusion. Death is not reportable as total number of abbott devices were less than 50% (8.6%). No patient death reported was specifically associated with an abbott device.